Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) experienced ventricular fibrillation (vf) which was undersensed. This patient passed out while driving, suffered a motor vehicle accident and required external rescue by police and paramedics. This patient was hospitalized for three months. The physician ordered the sensitivity to be lowered. The field representative preformed extensive training with this patients family on latitude nxt setup and compliance. This ICD remains in service. No adverse patient effects were reported.